Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
Siemens medical solutions, USA, inc. Received a medwatch report # (B)(4). It was reported by the user facility that an out-patient presented at the hospital for a stress echocardiogram. Reportedly, the operator obtained the patients' pre-images and had successfully saved them. After the patient finished walking on the treadmill, the user needed to take post images within two minutes after the walk before the patients' heart rate dropped. However, the ultrasound system froze and became inoperable. The physician who was in the room during the test aborted, the echocardiogram. The test was reported to be incomplete. No additional information was provided. Multiple attempts were made via email and telephone to obtain additional information regarding the reported phenomenon but with no results.